Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button 5-6 times before the pump responds. There was no impact to customer's blood glucose level.